Event description:
On 11/1/96 the pump and cylinders were implanted. Info regarding the implant date of the reservoir was not indicated. On 5/19/97 the pump and cylinders were removed from the patient and a malleable device was implanted due to erosion. Ams has requested additional info.